Manufacturer narrative:
No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the radiologic technologist (rt) booted up the system normally. Then she walked away for a moment and came back to the system plugged into the wall, but off. She tried to turn it on and the monitor gave an error message and then the screen went black. She then rebooted the system again and the system performed as expected. There was no patient present.